Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This case is 1 of 4. In this case the tooth will be extracted. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it has been reported that reciproc files broke, broken part remained in root canal, lot number unknown. This is case #1 of 4. In this case the tooth will be extracted. It is reported at this time patient has at the moment no pains. Regulatory reports opened: case (B)(6).

Manufacturer narrative:
Our investigation turned out that this package lot is counterfeit product. Not our product.